Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt's vessels were severely calcified, not tortuous and measured 9-11 mm in diameter. It was reported that after the contralateral limb extension was implanted on the left side, the entire limb was ballooned with a reliant. The ballooning was described as "aggressive"; however, the balloon was within the stent graft and was not exposed to the vessel wall. A perforation of the left common iliac artery was then noted (see MFR # 2953200-2009-01770). Another talent iliac stent graft was successfully implanted, which resolved the perforation. No additional clinical sequelae were reported and the pt is fine. The balloon catheter was discarded after the procedure.

Manufacturer narrative:
Required secondary intervention. Arterial trauma/dissection/perforation. Severely calcified vessels.